Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient said two weeks ago there was "oozing" from her ins site and she was placed on antibiotics. The rep spoke with the pa and she said that there was never an actual infection, that the antibiotics were prophylaxis and oozing was not abnormal. The patient also complained or "pain" and "muscle contracting" in mid-section of her back above her leads and above where she feels stimulation. The patient insists this is related to stimulation. The rep spoke with the pa and they do not think it's related to stimulation at all. They think it's a muscle strain. The patient was reprogrammed in the hopes of satisfying the patient is terms of her thinking the stimulation would be "fixed". She confirmed no muscle tightness anymore with stimulation. So both of these issues are resolved. No further complications were reported. No additional patient symptoms were reported.